Manufacturer narrative:
An event of the guidewire becoming stuck inside the delivery system was reported. The device was received for examination and the guidewire was still stuck inside the delivery system. A bulge was noted in the inner member above the marker band. The inner member and guidewire were cut above the marker band and the wire released from the delivery system. It appeared the wire was stuck between the nosecone and marker band. A test guidewire was able to pass through both sections of the flexnav with only slight resistance at the cut portion of the nosecone. As result of this finding, abbott is performing further investigation per internal procedures.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implantation utilizing a large flexnav delivery system. The patient presented non-tortuous anatomy. Pre-dilation was performed without issues. The valve was loaded according to the instructions for use (IFU), without any problems. While advancing the delivery system over the guidewire, at 5cm- 10 centimeters it became stuck and would no longer advance or retract. It was unknown what caused the failure to advance, there is a possibility that the problem was with the guide wire. The delivery system and guidewire were removed together and a replacement 29mm navitor valve and large flexnav delivery system were used to complete the procedure without issues. There was no patient consequences or clinically significant delay and the patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure.